Event description:
Right ventricular (rv) lead high thresholds/low impedance. Right atrial (ra) lead impedance issue. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).